Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the ball bearing of the attachment device had fallen apart and the internal parts were missing (fell apart ¿ unattached). It was further observed that the cutter device could not be inserted, the motor was worn, and the device was missing components. It was determined that the nose tube was bent/damaged. It was further determined that the device failed pretest for lock operation and cutter insertion. It was noted in the service order that the bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the ball bearing falling apart (fell apart ¿ unattached), identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).